Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: estimated date

Event description:
It was reported in a general comment that the balance middleweight universal ii guide wire broke but did not separate into two pieces during use. The device was removed when it was noted. There were no reported adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the information provided, a definitive cause for the reported issue could not be determined. It is possible that the guide wire became damaged during advancement. As this is base off a general comment no further investigation can be made. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.